Event description:
The following has been reported: biomed reported: "*no patient harm* an IV pump is giving an error. Staff stated that the alarm was "service needed." No error message pops up when powering the unit on. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device exhibited a state 1 alarm. Log files indicate mechanical hardware failure (av sticky valve). Investigation found fva pins exhibit drag. During cycle test the primary output pin is sticking. Removed fva assembly and cleaned the fva pins and channels. Removed and replaced fva lip seals. The loading pins are exhibiting drag. Removed and cleaned the loading pins and channels. Removed and replaced upper loading pin lip seals. Lever boot retaining plate is damaged due to being cracked/broken. Lever boot retaining plate will be removed and replaced during repair process. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.